Manufacturer narrative:
The driveline remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. On-site inspection of the driveline cable revealed yellowing of the driveline and a breakage in the outer sheath at the end of the old sheath repair. A driveline sheath repair was performed to mitigate the conditions reported. Heartware has initiated an investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of driveline damage is exposure to uv light. Per the instructions for use (IFU): the instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (outer sheath). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient reports having new breaks in the outer sheath.  During the service evaluation, the patient's complaint was confirmed that there were new breaks at the end of the old sheath repair with location about 15 cm away from the connector. A driveline sheath repair procedure was performed in the outpatient setting. Removed old sheath repair and performed a new one to cover the damaged locations in a single wrap. The patient was not prepped for the procedure. There were no pump stops. The patient tolerated the procedure without any issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.